Event description:
It was reported that guidewire stuck was experienced. During a procedure to treat atrial fibrillation, the merit inqwire rosen j tip guidewire was stuck in the farawave pulsed field ablation catheter. It was hard to move the guidewire, therefore the guidewire was replaced. The new guidewire was inserted and again became stuck in the catheter. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis. It was further reported that no tissue was observed on the tip of the guidewire or catheter, as the guidewire was stuck in the middle of the catheter. No visible damage was noted. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire inserted. Functional testing was performed, and a known good guide wire with the catheter was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck was experienced. During a procedure to treat atrial fibrillation, the merit inqwire rosen j tip guidewire was stuck in the farawave pulsed field ablation catheter. It was hard to move the guidewire, therefore the guidewire was replaced. The new guidewire was inserted and again became stuck in the catheter. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis. It was further reported that no tissue was observed on the tip of the guidewire or catheter, as the guidewire was stuck in the middle of the catheter. No visible damage was noted. The catheter is expected to return for analysis.